Event description:
It was reported that during patient intubation with an endotracheal tube, the ventilator showed a leak and the tube was checked and inflated, after which an audible air leak was heard above the bag. It was alleged involving the pilot balloon seam. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2, a4, b5, g3 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during patient intubation with an endotracheal tube, the ventilator showed a leak and the tube was checked and inflated, after which an audible air leak was heard above the bag. It was alleged involving the pilot balloon seam. The tube was replaced.

Event description:
It was reported that prior to insertion of the endotracheal tube, the integrity of the cuff was verified and found to be in adequate condition. The correct position of the tube was also confirmed using diagnostic aids, showing appropriate initial placement. However, during use of the mechanical ventilator, the device generated a disconnection alarm. Upon checking the parameters and performing a clinical assessment, an oxygen leak was detected by placing a hand near the patient¿s mouth. No chest expansion was observed. Subsequently, the patient went into cardiopulmonary arrest. An immediate change to a conventional endotracheal tube was decided, achieving adequate chest expansion. Cardiopulmonary resuscitation protocol was initiated and, once stabilized, the patient was transferred to the intensive care unit (ICU), but hours later, the patient died.

Manufacturer narrative:
Additional information: b2, b5, g3, h1 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.